Manufacturer narrative:
A review of the complaint history for (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(4). Was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) drawer 3, where multiple pockets were failing. A field service engineer cleaned the drawer controller contacts, connections were secured, and drawer stops were tightened. Testing was performed using hardware test application (hta), which revealed that row board b in drawer 3-1 had missing pockets. The bus cable was reseated across all row boards, and subsequent testing confirmed proper functionality. The customer confirmed that the drawer was operational, and functions were successfully tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 (bus b) and drawer 3.2 (bus c) were not being detected on their respective buses. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid, imdrf annex g grid. A supplemental MDR was submitted to reflect the correct annex a grid, imdrf annex g grid.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 (bus b) and drawer 3.2 (bus c) were not being detected on their respective buses. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.